Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the hospital with intra-cranial hemorrhage, blood pressure around 115 and international normalized ratio of 3.5, likely due to fragile brain blood vessel. The patient was advised to undergo surgery but did not and remained in the hospital. The pump operated as intended and there were no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2023 due to intra-cranial hemorrhage (ich). It was suspected that the ich was caused by fragile blood vessel. The death was not device related.